Event description:
It was reported that bd insyte autog bc global foreign matter the following information was provided by the initial reporter, translated from japanese to english: this is a report about fm in the needle. Although it has not yet been opened, there are black spots on the indwelling needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received 5 photos and one unit of a 20gx1.00in insyte autoguard from lot number 3228127. Your report of black spots in the molded grip component was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.